Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system had drawer failure. A field service engineer identified that the pyxibus control board was defective and proceeded with its replacement. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer was not opening. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.